Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphic user interface (gui) central processing unit (cpu). A software upload was attempted; however, before the device would accept the software, a second gui was installed and the software upload proceeded as expected. The ventilator passed electrical safety, calibrations, short self-tests (sst), and extended self-testing (est). (B)(4).

Event description:
A report was received from the USA that the ventilator had a distorted display. The malfunction did not occur during pt use. The date of the event was not provided.